Event description:
Pt was scheduled for bilateral topaz coblation to plantar fasciitis. Treatment to 1st foot was completed without incident. On the 2nd foot, the doctor noticed it was not penetrating the tissues as well. When the device was removed, it appeared to be sparking and the insulation melted. Device given to materials mgmt to be sent back to company. Dates of use: 2009. Diagnosis: bilateral plantar fasciitis. Event abated after use stopped: yes.